Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed squashing, in the form of a 360 degrees circumferential constriction of the lead body, about 16.5 cm distal of the is-1 connector pin. This is most likely the result of a tight binding of the ligature thread. The analysis did not show any other deviations that could be related to the clinical complaint. Especially the measurement values of the mechanical analysis of the screw mechanism were within the technical specification. After blood and tissue residue had been removed from the screw head, the fixation could be extended and retracted without resistance and evenly. No anomalies could be detected during the performed screw tests. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - the lead dislodged repeatedly during the implantation procedure. Finally the right position was found, however the lead dislodged again overnight. It was revised on the following day and a new lead was implanted.